Manufacturer narrative:
Bed was inspected by primus medical on 11/18/2013. The inspection determined that the bracket where the head high-low actuator mounts onto the backbone of the bed frame broke off. A new bed frame was delivered to the facility on 11/15/2013. This problem has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Customer called and said that he had a weld break on his bed.